Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream pressure test , the device gets stuck in the downstream alarm mode and cannot be cleared during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'pump is failing the downstream pressure test each time it's tried' was reproduced. A review of the event history log revealed 'downstream occlusion!' Messages . A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be attributable to force sensor. Force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.